Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue was found during an unspecified diagnostic procedure that was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause for the presence of foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had water supply failure issues. The device was returned for evaluation. During the device evaluation, foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6), local independent administrative agency (added here due to maximum character limitation) the device was returned to olympus for evaluation and the evaluation found water supply, air supply volume did not meet the standard value due to clogging in the nozzle; bending angle in up direction did not meet the standard value due to wear of angle wire; the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover had chipped; water removal ability did not meet the standard value due to clogging of nozzle; plastic distal end cover, connecting tube, protector of universal cord on suction connector side, scope connector cover, forceps elevator lever, forceps elevator knob, right/left and upward/downward angulation control knob, switch box, scope cover, suction connector, flexibility adjustment ring, control unit, universal cord, grip had a scratch; light guide lens, objective lens, control unit has discoloration; paint on suction cylinder was peeled; the image had dark area partially due to a scratch on objective lens; there was a lack of image on the monitor due to dirt on objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.